Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40816a1026) was first implanted successfully a2p2 although there was difficulty grasping. An additional xt clip (lot: 40909a1008) was placed medial with good overall mr reduction. Imaging was difficult due to shadowing. Capturing the leaflets was difficult. Before deployment while assessing hemodynamics, the mr rose. The leaflets were regrasped and mr reduced temporarily, then rose again. A perforation was observed on the anterior leaflet. The xt clip was removed. Mr remained unchanged grade 4. No further intervention was performed and the patient was discharged.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40816a1026) was first implanted successfully a2p2 although there was difficulty grasping. An additional xt clip (lot: 40909a1008) was placed medial with good overall mr reduction. Imaging was difficult due to shadowing. Capturing the leaflets was difficult. Before deployment while assessing hemodynamics, the mr rose. The leaflets were regrasped and mr reduced temporarily, then rose again. A perforation was observed on the anterior leaflet. The xt clip was removed. Mr remained unchanged grade 4. No further intervention was performed and the patient was discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure associated with leaflet capture cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging due to shadowing from the sgc. Unspecified tissue injury appears to be due to procedural conditions associated with leaflet capture. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.